Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient developed third degree heart block and the following day it was noted with intermittent first and third degree av block. Subsequently, a permanent pacemaker was implanted with no adverse patient effects. Additionally a small/trace of left pleural effusion was noted but no action was needed. The patient recovered without any treatment. Four days post implant atrial fibrillation and atrial flutter was shown on ECG but was resolved following the pacemaker implantation. No additional adverse patient effects have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.